Manufacturer narrative:
The customer complaint of IV tubing breaking at the luer connection could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the IV tubing breaking at the luer connection. Received a copy of the medwatch which states, "when using our primary infusion IV tubing, the luer lock end crumbled and fell apart when connecting the tubing to the patient." The customer confirmed there was no patient harm and no medical intervention.

Manufacturer narrative:
Correction: initial reporter address.